Manufacturer narrative:
One used. List #kl-va001u3, chemosafelock inserted into an unknown 100mg vial and one petri dish were returned for evaluation on 9/18/23. As received the sample didn¿t present any physical damage or anomalies. No mating device was returned. A new 20ml bd syringe and a chemolock were used to inserted and extract fluid as per procedure and no leaks along the device were observed. Photo samples were provided which in which the chemoport of sample #1 is dissembled from the spike and the followed observation "one side has a trace of less glue compared to the other side". No additional damage were observed. Complaint of leaks can be confirmed based on the photos shared by customer, however, cause cannot be detetmined. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete.

Event description:
Additional information was received stating that the report initially came from teramoto, a pharmacist from uji takeda hospital. Two samples were returned respectively connected to a vial bottle of abraxane i.v. Infusion. In sample 1, the body part was confirmed to be attached in a slanting position. Connected a syringe to the sample 1 and attempted to aspirate and infuse drug solution inside the vial bottle. As a result, leakage was confirmed at the connection. Upon checking the bonding interface of the body and the vial spike, unevenness glue condition was confirmed. Two foreign matters were confirmed suspended in the drug solution; these were identified to be from the stopper of vial bottle (coring). No anomalies were confirmed in sample 2. It was also mentioned that the event was detected prior to patient use and the event occurred during preparation.

Event description:
The event occurred on an unspecified date and involved a chemosafelock vial adapter. The customer reported leakage and coring. There was unknown patient involvement, however, no harm was reported as a consequence of this event.

Manufacturer narrative:
The device is available for evaluation, however, it is yet to be received.